Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that their onetouch veriovue meter read inaccurately high compared to their feelings and/or normal results as well as compared to a onetouch ultravue device. The complaint was classified based on the customer service representative (csr) documentation. The patient did not specify when the alleged product issue occurred, but stated that they had obtained a blood glucose reading of ¿200mg/dl¿ with the subject meter. The patient manages their diabetes by self-adjusting their insulin dosage and stated that in response to the alleged high result they increased their dosage of humalog insulin by an unspecified amount. The patient also stated that they consumed less food and/or drink at this time. An unspecified period of time after taking this action the patient developed the symptoms of ¿sweating and quivering¿; symptoms which were associated with hypoglycemia. In response to these symptoms the patient, first, measured their blood glucose on the subject meter again and obtained a result of ¿90mg/dl.¿ the patient felt that this result was higher than how they felt at this time, and also measured their blood glucose using a onetouch ultravue meter at this time, obtaining a result of ¿40mg/dl¿ within 30 minutes of one another. The patient then self-treated these symptoms by consuming additional food and/or drink. No further treatment was required. At the time of troubleshooting the csr noted that the patient did not have control solution available to test on the subject meter. The patient¿s products were requested for evaluation. This complaint is being reported because the patient claims to have obtained inaccurately high readings on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.